Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field:h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic transurethral resection and was completed with the same device.

Event description:
The customer reported to olympus, the camera head image is abnormal. When the rear cable is shaken, it produces a noise and black screen. The issue was found during preparation for use. There was no patient involvement in this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.